Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported a capsule tear occurred during phacoemulsification. An unplanned anterior vitrectomy was performed. The lens was not placed, and the patient was sent home aphakic. The patient was seen by a retina specialist at a later date who implanted an az9003 lens in the patient's eye. It was confirmed that the patient's outcome was fine.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.